Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Contact stated that the pump might have been damp; therefore, the pump was dried out, and the touchscreen became responsive. The customer's blood glucose level was 396 mg/dl with moderate trace of ketones. The customer administered manual injections to address the elevated blood glucose. The customer reported that the pump would continue to be used for insulin therapy.